Event description:
It was reported that lens cracked as the lens was moving through the inserter during implantation. The incision was enlarged to remove the lens. Another model lens was ultimately implanted.